Manufacturer narrative:
Age: estimated. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. Furthermore, the reported poor image was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed as the clip detached from one leaflet, while remaining attached to another leaflet. It was reported that on (B)(6) 2019, the patient presented with a rotated heart, thickened leaflets, and mixed mitral regurgitation grade 4+. Reportedly, visualization was difficult due to the rotated heart and the echo probe position. Two mitraclips were implanted without issues, reducing the mr to grade 2. On (B)(6) 2019, a follow-up echocardiogram was performed. The mr remained grade 2, however, a single leaflet device attachment (slda) was noted with one of the two implanted clips (cds0601-ntr 90418u139). No treatment is planned as the mr remained grade 2 and had not increased. There was no adverse patient sequela reported. No additional information was provided regarding this issue.